Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the display of the pump touch screen was completely blue and backlit. Due to the display issue, the screen was unreadable and unresponsive. Customer's blood glucose was 300 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.